Manufacturer narrative:
Additional information was added to h3, h6 and h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and did not show evidence of a leak from the effluent line. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a prismaflex m150 set during priming. There was no patient involvement. No additional information is available.